Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no reported abnormal altitude condition preceding the alarm. The customer's blood glucose level was 332 mg/dl. Reportedly, the alarm cleared and the customer successfully resumed insulin delivery.